Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was surgery delayed due to the reported event? --> unknown. Was procedure successfully completed? --> unknown. Were fragments generated? --> unknown. If yes, were they removed easily without additional intervention? --> unknown. Patient status/ outcome / consequences --> no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc. Revision) required: --> unknown. Is the patient part of a clinical study --> unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Follow-up 1 emailed to sales rep through (B)(4) to request information for both (B)(4): - for case (B)(4), the patient who required an ultrasound: ¿ was the needle piece(s) retrieved during the same procedure? ¿ was there any additional tissue damage resulting from the search for the needle piece? ¿ does a fragment of the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle piece in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon's opinion of the potential consequences for the patient? For both cases (B)(4): - could you kindly provide the lot number, please? - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: additional questions for the patient who required the ultrasound - (B)(4). Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? Were x-rays performed to localize the needle fragment? Was the ultra-sound performed to locate the needle done intra-op or post-op? Was the needle seen on ultra-sound? If yes, in what structure was it seen? Was the needle removed during a second procedure? Please describe the removal. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a dermolipectomyprocedure on (B)(6) 2025 and suture was used. During the procedure, the doctor reported that the needle detached from the thread, which made it difficult to complete the procedure. He also mentioned that there was a case last year where it was necessary to perform an ultrasound to locate the needle inside the patient. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: it was reported that a patient underwent a dermolipctomy procedure on (B)(6) 2025 and suture was used. During the procedure the doctor reported that the needle detached from the thread, which made it difficult to complete the procedure. No adverse patient consequences were reported. Additional information was requested.